Event description:
The device involved in this MDR report was explanted prophylactically 30 months after implant because it was listed in the advisory letter issued in july 2005. Moreover, the physician reported the absence of bgm in episodes stored in 2005 (these bgms correspond to stored data when an arrhythmia episode is sensed by the device).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. This device was manufactured between 08/2003 - 08/2004 and was listed in the advisory letter issued in 07/05. The device analysis is pending.